Manufacturer narrative:
The product will not be returned for evaluation as it has been discarded by the customer. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. An advanced log review for the curved tip stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the stapler involved in a firing failure was part #470530-08, t10220505-0004. Logs show part #470530-08, t10220505-0004, was installed on the system six times and fired three white reloads. On the first install, the system could not detect a stapler cartridge in the stapler on universal surgical manipulator (usm) 3. The user reinstalled and selected the white reload via the gui on the surgeon side console (ssc) touchpad. Clamping and firing on this install was completed successfully. On the third install, the system again could not detect a stapler cartridge in the stapler on usm 3. The user reinstalled and selected the white reload via the gui on the ssc touchpad. The first clamp attempt was incomplete, stopping at ~90% completion, after a clamp hold time of 14 seconds. The next clamp was aborted by the user at ~27% completion, and the third clamp was successful. Firing was completed successfully. On the fifth install, the system again could not detect a stapler cartridge in the stapler on usm 3. The user reinstalled and selected the white reload via the gui on the ssc touchpad. On the sixth install, the first clamp was completed, and was followed by a firing failure, which stopped at ~32% completion. Master system controller (msc) logs show error code 22030, and three instances of error code 1164 (for the cartridge detection errors). There were no additional errors in the msc logs relating to this stapler.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, partial fire occurred on the curved-tip stapler 30 during pulmonary vein transection. The customer used a third-party stapler to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The customer was using white reload for pulmonary artery dissection. The staple line was formed partially. The staples were malformed: u-shape staples were formed instead of b-shape. The reload blade was exposed. There was no missing staple line. There was no gap within the staple line. The reload was not stuck on the tissue. There was no unexpected bleeding and no unexpected tissue removal. The tissue was not calcified and not exposed to radiation or chemotherapy prior to the procedure. There was no tissue tension and no tissue bunching. The surgeon did not encounter any obstructions between the instrument jaws. The surgeon did not fire over an existing staple line.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist white 30 stapler reload involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to reproduce and confirm the reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to be partially fired. No information was provided regarding the stapler instrument that was used. The reload was disassembled in-house for inspection and no damage to the cartridge or the lead screw was observed. No damage to the knife was observed. The root cause of this failure was not determined. Isi has received the endowrist curved-tip 30 stapler involved with this complaint and completed the device evaluation. Fa was able confirm but could not reproduce the reported complaint. Fa found a firing failure of the stapler based on log review. The instrument was installed on in-house system. Instrument passed recognition and engagement test. Instrument clamped and fired two green 30 reloads and unclamped with no issues. The root cause of this failure was not determined.

Event description:
Refer to h10/h11 for follow-up information.